Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to clip the common bile duct the clips were falling out instead of locking down. The clips fell into the patient and were retrieved. They opened a new device to complete the procedure. There was no patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
The ec60 device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly, and the instrument achieved its complete 3-stroke firing sequence without any difficulties.a batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device caused bleeding and additional operating time was necessary. It is unknown how much time was necessary to complete the procedure. Endoscopic suturing was used to complete the procedure. There was no long term sequence to the patient reported.